Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The reported system faults 101 and 218 were confirmed through review of the device data logs. The evaluation determined that the device faults were due to water contamination within the pneumatic block and inlet seal. The pneumatic block and inlet assembly were replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that system fault (sf101 and sf218) messages were observed on an astral device indicating that the outlet pressure measurement may be incorrect. This resulted in ventilation stopping and an alarm notifying the caregiver of the event. There was no patient injury reported as a result of this incident.